Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not maintain charging on the provided inductive charging pad, requiring repeated pump disconnections and leading to elevated blood glucose; the user observed a non-solid blue status light when placed on the pad, completed power-source troubleshooting, and was provided a replacement charging pad and wall adapter, followed by replacement of the ilet. Symptoms included hyperglycemia with a peak of 256 mg/dl and approximately 90 minutes above range, without ketone testing, backup therapy, or medical intervention, and the user reported feeling okay. Outcomes included temporary interruption of therapy with use of cgm and continued pump use as battery allowed. Investigation included guided troubleshooting of the external power supply, charging pad status indicators, outlet verification, environmental interference checks, and moisture checks, and device replacement with instructions for shutdown and data handling. Investigation of this device did not revealed a charging failure consistent with power supply or charging hardware malfunction involving the external charger and power management interface, with resolution through replacement accessories and device. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction of the charging system attributable to device or accessory failure.